Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing leaked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20073424 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tube leaked. The following information was provided by the initial reporter: "tube is leaking"